Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. PMA/510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was revealed that the trigger did not function correctly. This was attributed to normal wear. The trigger sleeves were replaced, the maintenance kit was installed, and the device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The customer reports trigger jams easily. This is report 1 of 1 for complaint (B)(4).